Event description:
The consumer was driving his chair in the street when he came upon a small slope. His chair allegedly tipped forward, causing the footrest to hit the pavement and the consumer to fly forward face first onto the street and sustain scrapes and bruises. No serious injury is alleged.

Manufacturer narrative:
Manufacturer received and inspected the chair. Although the nature of complaint, and initial information provided suggested the chair may not of been appropriate for this user. Inspection of the actual chair on (B)(4) 2010 indicates the complaint appears to be the result of a malfunctioning stability lock. Invacare has initiated a voluntary field action (#z-0930-2009). The chair is no longer in service and manufacturer is working with the distributor in finding a more suitable chair for the users needs.